Event description:
It was reported that the patient had a fall and caught themselves with both arms on the ground. Approximately 15 days later, a lead integrity alert was triggered due to oversensing of noise on the right ventricular lead. The lead sensitivity was reprogrammed and the lead remained in use. During the revision procedure, the lead was noted to have a visible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.